Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2011 MRI of lumbar spine: l5-s1: disc desiccation and disc space narrowing. Disc bulge with a left paracentral disc protrusion/extrusion measuring 7 mm in its greatest ap dimension. This disc protrusion/extrusion extends into left lateral recess. Left s1 is abutted and deflected without compression. Minimal mass effect in the ventral aspect of the thecal sac. There is mild left lateral recess stenosis and mild bilateral neuroforaminal stenosis. On (B)(6) 2011 patient presented with lumbar spondylosis and disk herniation. L5-s1 posterolateral fusion, l5-s1 transforaminal lumbar interbody fusion, l5-s1 anterior interbody device application and posterior instrumentation were performed (B)(6) 2011 patient presented two weeks post op to the emergency department complaining of low back pain, hip pain and burning in feet. A MRI of the lumbar spine was obtained and revealed postoperative changes at ls-sl with the evidence of left laminectomy and potential facetectomy. There is a moderate to large fluid collection in the operative bed, which is extradural in nature. This measures approximately 2. 5 x: 2.5 cm in size and extends from the posterior aspect of the thecal sac on the midline and projects to the left lateral aspect of the thecal sac and extends into the region of the left neural foramen. On (B)(6) 2011 pt complaining of a sensation of restless legs, especially at night. This is keeping pt up. Pain is fairly well controlled and she is out of her pain medicine currently. Pt claims sister has stolen them and there may be some police involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniated nucleus pulposus (hnp) and underwent transforaminal lumbar interbody fusion and posterior spinal fusion (psf) at l5-s1 in which rhbmp2/acs was used.